Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) experienced an error. It was recommended that the epg be returned for service, but its current status is unknown. There was no patient involvement.